Event description:
On (B) (6) 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not power on. The complaint was classified based on the technical service representative (tsr) documentation. The pt reported that the alleged power issue began approximately 1 week prior to contacting lfs. The pt informed the tsr that she generally tests 5-6x/day and manages her diabetes with insulin (on an insulin pump). The pt claimed when the alleged issue began, she continued to test as usual with her backup meter (onetouch ultramini). On the afternoon of (B) (6) 2009, the pt reported feeling tired, confused, anxious, and obtaining higher than normal blood glucose readings. At the onset of symptoms, the pt reported obtaining a blood glucose reading of "282 mg/dl" with her backup meter (onetouch ultramini) and taking an increased dose of insulin (1.85 units of humolog) based on a sliding scale. The pt stated that she was able to test with the subject meter successfully a couple of hours prior to developing the symptoms; however, the result is unk. At the time of troubleshooting, the pt reported that she replaced the subject meter's battery when the issue started; however, the alleged issue remained unsolved. The pt reported that the subject meter was chewed by her dog; therefore, the tsr was unable to troubleshoot the alleged power issue. Replacement products were sent to the pt. There is no indication that the alleged issue caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.